Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-oct-2022 to 04- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the incorrect time was due to device time set as off. The technical support specialist updated the time. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly experienced delay in displaying information for multiple patients at the station due to incorrect device time. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occured due to the incorrect station's time. A technical support specialist updated the station's time to resolve the issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly experienced delay in displaying information for multiple patients at the station due to incorrect device time. There were no adverse events or injuries reported based on this event.